Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. The patient was taken to the emergency room after they were found "pulseless" in their room while performing therapy, during an "unknown phase". The emergency room diagnosis was klebsiella pneumonia peritonitis. The patient was admitted to the hospital with symptoms of chest pain, abdominal pain, general weakness and elevated troponin. The patient was treated with an unknown antibiotic. Six days after hospital admission the patient passed away. The cause of death was reported as due to cardiopulmonary arrest, likely due to sepsis. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.